Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 6 months and 6 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a patient with non-ischemic cardiomyopathy (nicm) presented to the hospital on (B)(6) 2018 for probable occult gastrointestinal (gi) bleeding. The patient stated having occasional dark stools but this was checked by his pcp and was negative. The patient's hemoglobin dropped from 9 to 7 g/dl and the repeat was the same a week before this admission. A fecal occult blood test (fobt) was done in an outpatient setting and its results were positive. The gastroenterologist was consulted and the plan was to scope the patient on (B)(6) 2018. The patient was taking warfarin at the time of this event. Additional information was requested but has not been provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2018, an esophagogastroduodenoscopy (egd) was performed which did not reveal any lesions. Hemoglobin was stable was within 7.5 g/dl to 8 g/dl range. Patient did not received any transfusion since admission. Patient was asymptomatic. Anticoagulations was resumed. Patient was stable and discharged on (B)(6) 2018.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.